Manufacturer narrative:
Gehc recommended replacement of the batteries. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit alarmed for a battery failure. There was no reported patient injury.